Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with blank display screen. The blood glucose was 280 mg/dl at the time of the incident. Troubleshooting steps were guided for blank display screen. Customer stated that, the display did not return. Customer advised to replace and discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.